Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from this lot. All available information was investigated and a definitive cause for the reported slda could not be determined in this complaint. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip was implanted however post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.